Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration/dose/frequency via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported the patient called the managing physician, on (B)(6) 2016, to report that she has had increased night-time spasms, which started one week ago. There were no environmental/external/patient factors reported that may have led or contributed to the issue. There were no actions/interventions taken at the time of this report. A catheter dye study and computed tomography (CT) were ordered, but not scheduled. The issue was not resolved at the time of this report. No surgical intervention occurred or was planned. The patient's status was noted to be "alive - no injury." Other medications the patient was taking at the time of the event were unable to be obtained. The baclofen lot number was unable to be obtained. The event date was noted to be (B)(6) 2016, but this date was approximate. On 2016-jun-20 additional information was received from a company representative. Follow-up imaging was negative for a problem with the pump; no further information was known. On 2016-aug-02 information was received from the healthcare provider that reported a catheter dye study was attempted without success. A repeat dye study was planned for (B)(6) 2016. The cause of the increased night time spasms were not determined and were not resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the failed dye study was the intravenous (IV) team was unable to access the pump and the plan was to repeat the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.